Event description:
Boston scientific crm received information that this pacemaker was removed and returned for an unspecified reason. Initial routine analysis testing revealed that the device failed the 'sensitivity refractory" portion of the returned products test. The device was forwarded on for further detailed analysis testing. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, normal interrogation was observed. A review of the device memory noted multiple resets had occurred. The device paced and provided critical therapy, but did not sense correctly. The pacemaker was subjected to thorough testing, at which time the pacemaker case was opened and again, several resets had occurred. The cause of the incorrect sensing was due to an intermittent opening in one of the circuits which would cause the device to issue a system reset and sense incorrectly.